Manufacturer narrative:
Device labeling, available in print and online, states: v.a.c. Granufoam dressings are not bioabsorbable. V.a.c. Granufoam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on info provided by the health care providers, it cannot be determined that the foreign body alleged to be v.a.c. Granufoam was removed from the wound. The foreign body was not returned to kci for identification therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to possible user misuse.

Event description:
The following was reported to kci by the home health nurse: on (B)(6) 2011, there were two pieces of dressing in the wound that were stacked on top of one another. The base piece was a linear strip that appeared to be granulated into the wound bed. On (B)(6) 2011, the nurse soaked the wound with saline and tried to gently manipulated the dressing but was unable to remove it. Additional info received on (B)(6) 2011 from the physician who reported, on (B)(6) 2011, the pt was admitted to the hospital for removal or black pieces of foreign material that were embedded in the wound. The procedure was done in the operating room under general anesthesia. The home health agency left the dressing in the wound too long which caused granulation tissue to grow into it. The pt was discharged from the hospital the same day in good condition.